Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code recurs and acknowledged this instruction.